Event description:
It was reported that the patient presented in clinic for follow up for defibrillation threshold (dft) testing. High impedance and lead integrity breach was noted on the right ventricular (rv) lead. The right ventricular (rv) lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces connector portion measuring 12.0cm and distal portion measuring 45.5cm. Insulation cut consistent with procedural damage was found at 9.0 cm from the connector pin. External insulation abrasion were noted at 36.3 - 37.7 cm from the distal tip breaching the right ventricular cable lumen with abraded cable coating in one location. The etfe cable coating was intact in this region. Another external insulation abrasion was found at 38.8 ¿ 39.2 cm from the distal tip breaching the rv cable lumen consistent with friction to the device can. One rv etfe cable coating was also found abraded in this location. Insulation cut consistent with procedural damage was also noted in this region. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can. (B)(4).

Event description:
New information received states that the right ventricular (rv) lead exhibited inconsistent impedance measurement. It was also noted that the defibrillation threshold test (dft) was not possible due to lead integrity breach and hv coil fracture that was alternating impedance measurement between the normal and greater range.